Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided weight unknown / not provided date of event unknown / not provided first/given name unknown / not provided.

Event description:
It was reported that the dental implant had a damaged drive feature. The implant remains implanted.

Event description:
It was reported that the dental implant had a damaged drive feature and the abutment would not seat. The implant remains implanted.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. The investigation was performed based on the available information and risk files. Functional testing to recreate the reported event could not be performed since the products were not returned. The devices were placed on tooth # 3 for an unknown amount of time. X-ray & picture images were provided by the customer. Following x-ray evaluation, the reported event (does not seat) was confirmed ¿ the abutment was not fully seated (x-ray). However, the other reported event could not be verified through the pictures provided due to poor quality. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant had a damaged drive feature and the abutment would not seat. The implant remains implanted. The reported could not be verified. The products were not returned and the reported complaint (damaged drive feature) could not be verified. However, the reported event (does not seat) was confirmed via x-ray analysis. A definitive root cause for this complaint could not be determined. The following sections have been updated: b1: report type. B5: describe event or problem. D4: expiration date, UDI . G4: date received by manufacturer . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date . H6: evaluation codes.